Event description:
It was reported that this pacemaker system recorded multiple episodes of oversensed low amplitude myopotential noise in the right ventricular (rv) channel. The oversensing led to asystole of more than 2 seconds. It was suspected that the issue occurred due to potential rv lead insulation damage. The system was reprogrammed and remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).